Event description:
It was reported that an angio-seal evolution was deployed in the right common femoral arteriotomy (rcfa) post peripheral procedure involving bilateral iliac stents. Early the next morning, the patient complained of a cold leg. The distal pulses were checked and were absent. The patient was brought back to the cath lab. Access was very difficult and the physician initially went into the left femoral vein; however, that was unintended. Collagen was discovered in the rcfa. The artery was ballooned and some flow was re-established. The physician was unable to debulk because the artery was entered via the left groin which had a 4f sheath in place.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) instruct the user that once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device or push forward the device. Re-insertion of the device after partial deployment could cause collagen to enter the artery. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) states that if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.